Manufacturer narrative:
Device was returned for evaluation. The returned urf-p6 scope (serial# (B)(4)) was evaluated due to ¿protruded broken skeleton¿. Investigation noted that the user¿s complaint was confirmed. A visual inspection was performed on a received condition and noted the distal end is broken at the base of the bending section area exposing metal. During inspection there is sufficient evidence of metal protruding outside the bending section cover with no sharp edge. It was determined that the elements inside the bending section are still connected together regardless of the broken skeleton. The bending section cover was removed and did not find any other sharp edges on the bending section skeleton. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿. The bending section was manipulated; the movement is abnormal due to the broken skeleton. The scope was purchased on february 24, 2018 and the last time the scope came in for service was march 7,2019 for a 28f refurbishment. The leak test cannot be performed due to the broken bending section. Based on the evaluation, it was confirmed that the user¿s complaint of a protruded broken skeleton is due to excessive force which is attributed to mishandling.

Event description:
The user facility reported an issue regarding a protruded broken skeleton of a urf-p6 scope. It was reported that the issue was discovered during general testing of the scope and there was no patient involvement. No user impact or injury was reported.